Event description:
A report was received that the patient was experiencing strong electrical charge or sensation and his knees buckled then he fell. The patient suffered broken ribs and punctured lung and was hospitalized. The fall happened during surge of stimulation/strong charge. The patient was released from the hospital and the device had been turned off. No further course of action will be taken.

Manufacturer narrative:
Additional information was received that during the patient¿s hospitalization, a medical intervention was done using a chest tube. No further information can be obtained.

Event description:
A report was received that the patient was experiencing strong electrical charge or sensation and his knees buckled then he fell. The patient suffered broken ribs and punctured lung and was hospitalized. The fall happened during surge of stimulation/strong charge. The patient was released from the hospital and the device had been turned off. No further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).